Event description:
Patient received inappropriate therapy due to oversensing. The oversensing was reproducible. As such, the lead was explanted and replaced with no consequences to the patient.

Manufacturer narrative:
The reported field experience was confirmed. The inner insulation and sensing cable insulation were cut/damaged","at 21.8 cm from the connector pin. The damaged insulations caused intermittent contact between the inner coil and the sensing cable and resulted in the reported oversensing. There are no indications of deficiency in material or workmanship.